Manufacturer narrative:
Reported event of MRI related reset and problem associated with use in off-label MRI environment was confirmed. The device was in backup vvi mode upon receipt. Analysis of device image indicated the device went into backup vvi mode due to power on reset (por) caused by magnetic resonance imaging (MRI) without switching device to MRI mode. User manual indicates it is required to program the device to MRI settings as part of the MRI scan workflow. Scanning under different conditions can result in device malfunction. After the device was restored from backup vvi mode, functional testing was performed. Telemetry, impedance, pacing, sensing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported that the patient presented for magnetic resonance imaging (MRI). During the scan, the patient¿s heart rate dropped. The implantable cardioverter defibrillator (ICD) was then found to be in backup mode with high voltage (hv) therapies disabled. It was suspected that the device was not set to MRI mode properly. Programming changes were attempted to reset the device, however, were unsuccessful. The physician explanted and replaced the ICD. There were no patient consequences.